Manufacturer narrative:
A suplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer before use that the cardiosave intra aortic balloon pump ECG cable was broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1- initial reporter name, e1 - event site mail, g3, g6, h2, h11.

Manufacturer narrative:
Corrected data: h6 - investigation conclusion. Updated fields: b4, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1 e1 event site address is (B)(6). Updated field : b4 , g3 , g6 , h2 , h11 corrected field : h6 ( investigation findings ) , e1 ( event site address ).

Manufacturer narrative:
Updated fields: b4, b5, g1- cotact person at mfg site, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion, component code) and h11. Corrected fields: h6- medical device problem code. A getinge field service engineer (fse) checked and found that the ECG lead wire was broken due to the duration of use. Quotation was given to the hospital to replace ECG wire, yet to accept. No repair information available as of now. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported by customer before use that the cardiosave intra aortic balloon pump ECG cable was broken. There was no patient involvement and no injury.

Manufacturer narrative:
Updated fields: b3, e1 (event site address), g3, g6, h2, h11. Corrected fields: e3. Due to character limitation in block e1: event site address line 2: (B)(6).